Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they insulin pump had blank display. Customer noticed leaks from previous battery in the battery compartment so she cleaned it and inserted a new battery but pump still was not come on. Customer blood glucose level was high 33 mmol/l and 24.3 mmol/l and treated with injection. Customer stated that insulin pump was not exposed to moisture. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display found on (B)(6) 2021. The pump powered up properly after battery installation. The pump passed the displacement test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours and no blank display noted. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history file noted during testing. However, the pump was unable to vibrate during self test. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: on (B)(6) 2021 01:20:00.000. On (B)(6) 2021 19:58:00.000. Insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2021 10:26:35.000. Replace battery alert was recorded and found in the formatted history file on: on (B)(6) 2021 05:29:00.000. Replace battery now alarm was recorded and found in the formatted history file on: on (B)(6) 2021 06:00:00.000. On (B)(6) 2021 06:10:00.000. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No corrosion or moisture damage found on the pcba1, pcba2, force sensor and motor assembly noted. However, corrosion was found on the vibrator assembly and battery tube assembly. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and continued testing. The pump passed the self-test, sleep current measurement and active current measurement. The pump successfully vibrates during the self test. High sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm and vibrate anomaly were confirmed due to corrosion found on the vibrator assembly and battery tube assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. Blank display was not confirmed. High sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm) and vibrate anomaly were confirmed due to corrosion found on the vibrator assembly and battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.